Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced it back to a defected compressor. Pitting corrosion on the compressor coils were found as root cause of the reported issue. Livanova was informed that the customer has bought a new device and scrapped the old one. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t trips the fuse of the operation room during the maintenance. There was no patient involvement.